Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected loud/noise, audio/beep/vibrate anomaly or prime/fill anomaly noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump make loud noise while completing bolus. The customer¿s blood glucose was 145 mg/dl. Troubleshooting steps were provided for audio anomaly. Customer reported that the drive support cap was normal. Customer was assisted with performing self test and the test was failed. Customer first thought the noise was due to the construction outside but confirmed later by moving locations and putting the insulin pump to her ear that it was in fact the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.